Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose was reported to have increased to 292 mg/dl, and the patient developed symptoms including shakiness, memory issues, inability to complete sentences, and also experienced a fall, prompting her to seek medical attention. She was subsequently hospitalized, although she was unable to confirm the specific diagnosis provided during medical evaluation. The patient¿s son reported that a new pod had been applied but the fall had impaired the patient¿s motor skills, which affected her ability to operate the device. The son, with assistance from insulet¿s product support, delivered a bolus dose of approximately 1.11 units via the existing pod. The patient remained hospitalized at the time of reporting, with no anticipated discharge date provided. No further medical treatment during hospitalization was reported, and no additional information could be obtained despite multiple good-faith efforts for further details.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.